Event description:
A customer reported that during a procedure, the surgeon noted a knife was blunt upon making the incision. An alternate knife was used and the case was completed w/o delay or patient harm. Additional information has been requested. This is the fourth of four medical device reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).